Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The actual device was not returned to the manufacturer for evaluation. However a photo of the actual sample was provided. Therefore, the investigation consisted of evaluation of user facility information, a photograph of the involved sample and the retention samples from the reported lot and surrounding lots. A visual evaluation of the photo confirmed the catheter tubing was detached. A visual evaluation of the retention samples from reported product/lot was conducted along with the samples from the surrounding lots. No defects were revealed. In addition, functional testing was conducted and the samples met manufacturer specification. A review of the device history record was conducted with no relevant findings. A review of the complaints files confirmed that the involved product/lot# combination has not been reported previously. Although the exact cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The photo of the complaint sample is consistent with the tubing being cut with a sharp object such as scissors. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported the surflo catheter device broke off inside the patient. Follow up communication with the user facility reported: when staff went to remove the catheter, half of it came off and remained in the animal patient; staff was able to retrieve the catheter fragment prior to going into the body; the procedure was completed as intended; and (4) it was reported there was no harm to the patient. Additional information was reported from the user facility on 10/23/2015: the catheter was placed about 9 am; when the patient was taken for removal of the catheter, the bandaging was wet; it was reported the patient was given an IV tranquilizer prior and did not respond; the catheter was taped in and the leg was wrapped with vetrap; and it was reported the technician used scissors to cut the tape lateral and perpendicular to the catheter.